Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device would not engage on firing mode. They also noted that they were able to press the green button, and unable to squeeze the handle.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, while the device was placed on tissue to transact, it would not engage on firing mode. Jaws were removed from tissue and new handle was opened. They also noted that they were able to press the green button, and unable to squeeze the handle. There was no patient injury.